Manufacturer narrative:
(B)(4). This medwatch report is in response to receipt of maude event report mw5071131. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure in 2004 and the mesh was implanted. It was also reported that the patient has not been the same and he has an assessment at the hospital. The patient underwent a second surgery in 2017. The surgery was mandated and a different hernia device was placed. No further information is available.